Event description:
It was reported that the ends of the comb appear bent and/or out of shape. It seemed that the carrier on the skin graft was entering the messier area on a bit of an angle as the or nurse was cranking on the torque handle. Or nurse advised to go slower with the carrier in the correct orientation. No additional skin graft required, and apparently no injury to the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet certified service repair technician on 5 feb 2020 revealed the comb was bent. Repair of the device was performed by zimmer biomet certified service repair technician on 25 feb 2020 which included replacement of the following: comb, bottom roll, gear. Additional repair included recalibration. The device, serial number (B)(6) was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the ends of the comb appear bent and/or out of shape. No further information provided.